Manufacturer narrative:
Additional information: the balloon burst at 14atm and fragmented but all fragments and device were safely removed from patient without the need for snare or surgical intervention. After the balloon ruptured, the balloon was removed and the procedure completed. There was no vessel damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the device returned with the balloon detached from the catheter shaft and the catheter shaft detached just distal to the distal marker band. Proximal marker band measured at approx. 132cm distal from the strain relief and the distal marker band measured at approx. 155cm distal from the strain relief. Both marker bands are intact. Visual examination of the balloon confirms bunching along the full length of the balloon profile. Total length of balloon as returned is approx. 9.5cm. Inspection of the balloon under the microscope shows the bunching more clearly along the balloon length. The distal tip of balloon is visible inside the balloon; hence the tip is folded inside the balloon. Stretching is visible on the detachment site on the catheter shaft, distal to the distal marker band. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: balloon fragments were removed within sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep pta balloon during treatment of a calcified lesion in the patient¿s mid posterior tibial artery, anterior tibial artery, and peroneal artery. Slight vessel calcification and moderate tortuosity are reported. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. No resistance is reported during advancement. A balloon burst is reported during third balloon inflation when attempting to dilate in the peroneal artery. Prior to this the patient¿s anterior tibial artery and posterior tibial artery were dilated using this device. No balloon fragments remained in the patient. No patient injury reported.